Event description:
The patient's wife reported that she could not prime and called help desk for assistance and was then able to prime the lines for her husband's peritoneal dialysis treatment, then she reported seeing bubbles in tubing. The wife was advised by the help desk line to not use this set due to a possible hole in the tubing. The treatment set was used for treatment. The rn who has provided ongoing care of this patient was contacted for information. It has been learned that the patient has used this treatment set in 2008 and woke up to a wet bed from where the tubing leaked, and did not notify this nurse of this episode until three days later, when he called to notify that he was having abdomen pain. The rn asked a series of questions related to whether or not he had peritonitis and they both concluded that the symptoms he was having at that time, were not related to peritonitis. Also, the effluent was clear at that time. The rn also reported that the following day, the patient presented to the ER with symptoms of peritonitis was admitted and was diagnosed with a full blown case of peritonitis. The rn reported that they used this set for treatment, even through it was possibly contaminated. The patient was treated with peritonitis. The patient ended up having a temporary hemodialysis access placement for hemodialysis. The family expressed that they wish to continue peritoneal dialysis once he recovers from the peritonitis. At the time of hospitalization, it was reported that the patient was recovering. It has been learned the following month, that he has since transferred his care to a different unit and his current condition is unknown. The sample is not available for evaluation.